Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced shocking in the toes and fingers. The shocks began yesterday and started in the patient¿s hip at the site of hip surgery. It was stated that the implantable neurostimulator (ins) was turned off, unknown when. The patient claimed to still be experiencing shocks. It was also mentioned that the ins was to be moved from the left side to the right side of the body; unknown when. An x-ray taken at the first of last month confirmed that the lead was displaced. The x-ray was taken because the ins was not functioning. It was noted that the patient got shocked when she touched a shopping cart.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va09lqt, implanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3889-33, lot# va09lqt, implanted: (B)(6) 2013. Product type: lead. (B)(4).